Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v021754, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient started having issues never making it to the bathroom. The patient would be up 6-8 times in one night. It was noted their issues mostly occurred at night and they suffered from urinary frequency. The patient went back on medications in (B)(6) 2013, but they only made them miserable and they couldn¿t swallow. It was determined the lead was the issue and it was replaced a few days prior to the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.